Event description:
According to the reporter: occurred during a sub total gastrectomy procedure. The reinforced reload was connected to the adapter. The surgeon fully fired the device, however, could not cut the anchoring suture and could not open the jaws. The surgeon opened the jaws by hand with force and cut the excess neoveil sheet. The reload was removed from the tissue without damage. There was no patient harm. The status of the patient is no problem.